Manufacturer narrative:
(B)(4).

Event description:
Pt complains that while stimulation is turned on she receives a shocking or jolting sensation. No other info received. Additional info has been requested.